Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a charged coupled device functional failure. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to damage on the forceps elevator, the angle knob torque of lever at engage exceeded the standard value, adhesive on the bending section cover was chipped, switch 1 had discoloration, label on the light guide connector and video connector was peeled; the light guide lens had a scratch and the universal cord had a dent. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope had a no image error. The issue occurred at inspection for use prior to a therapeutic unspecified procedure. The procedure was completed with similar equipment replacement. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events, ¿b30 error¿ and ¿ID function failure¿, were confirmed. The probable cause was determined as due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instructions, operation manual, ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, describes how to inspect for the subject events as below which could have prevented the phenomenon: ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.